Event description:
It was reported that during an unknown procedure, the device was firing malformed clips. There was no other information available.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.